Event description:
The lay user/pt contacted lifescan on 08/15/06 and alleged that his one touch ultra meter (serial number not provided) was powering off during use. The medical affairs specialist (mas) was not able to reach the pt after several attempts via phone. A letter will be sent to the address provided. The mas reviewed the recorded telephone call in order to classify the case. The pt had the power issue (meter turned off during use) for 3 weeks. He did not have the meter or supplies with him at the time of call. He also mentioned that after 2 weeks of the meter not working, he threw the meter against the wall due to having problems with it. He has had the meter for over a year and has been insulin dependent for 23 yrs. The pt also reported that he takes insulin 70/30 (dosage not provided) at home. In 2006, at about 3:00 or 4:00 pm, while visiting his friends, he was experiencing frequent urination, felt dehydrated, and had blurred vision. He tested on his friend's one touch ultra meter and obtained a result of "hi" on the meter. He was rushed to the ER where the ER meter result was 600 mg/dl. He was admitted to the hosp for 4 days and was given "6 or 7 bags" of IV for dehydration and "lots of insulin". At the time of troubleshooting, it was verified that the pt did not throw the meter until after the issue had started. Therefore, there was no meter trauma when the issue first started. The pt also reported that he had changed the battery in the meter, but the issue persisted. He was educated on automatic shutoff, but stated that the meter shut off before the time was up. This complaint is reported because the pt was not able to test his blood glucose for 3 weeks and experienced hyperglycemia. He was treated at the ER for dehydration and hyperglycemia. The power issue was not resolved with troubleshooting. A replacement meter kit was sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.